Event description:
It was reported the patient presented for a pulse generator downgrade. It was noted that the left ventricular lead was programmed off on the old device. Upon testing, loss of capture on the left ventricular lead was noted. The physician elected to cap the lead on (B)(6) 2017. There were no symptoms from the loss of capture, and the patient left the procedure in stable condition.